Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 323.034, lot 3322785: manufacturing site: haegendorf. Release to warehouse date: december 22, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual inspection, the blue color marking on the ring at the proximal end was faded. No other defects found with the returned device. Functional test cannot be performed on the device as the mating device was not returned. Since the mating device was not returned the complaint replication was unable to be performed. The dimensional inspection was performed to measure the distal end diameter of the device as it is the mating feature of the plate; the dimension was found to be conforming. The complaint condition is not confirmed. Since the mating device was not returned the complaint allegation of unable to assemble was not confirmed. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is jnj employee the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the threads on the threaded drill guide with depth gauge appear to be warped and will no longer thread into the plate. Issue was discovered during routine inspection. There was no patient and procedure involvement. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 1.5mm threaded drill guide with depth gauge. This report is 1 of 1 (B)(4).